Manufacturer narrative:
North coast medical became aware of this issue on (B)(4) 2017 from a report by: (B)(6) of (B)(6). This was after (B)(4) of (B)(4) sent (B)(4) an incident report investigation scheme, file reference: (B)(4). After learning of this incident north coast medical, inc. Performed a material test on a sample hand splint (patient did not return the original unit), and the tests conclusion was "pass".

Event description:
Patient experienced an allergic reaction to velcro.